Event description:
It was reported that pump displayed malfunction code malf 15 with associated fault ID 0x277e, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through pump reset, confirmed malfunction did not recur after reset, advised customer to continue using pump and to call back if malfunction returned, and caller acknowledged understanding of instructions.